Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of the right essure coil') and endometrial ablation ('endometrial ablation') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included penicillin allergy, low back pain, amenorrhea, headache, shortness of breath, runny nose, nausea, hives, pelvic pain female, perineal pain and insomnia. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and underwent oophorectomy ("oophorectomy") and endometrial ablation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (ablation and essure removal, endometrial ablation). Essure was removed on (B)(6) 2019. At the time of the report, the device dislocation, oophorectomy and endometrial ablation outcome was unknown. The reporter considered device dislocation, endometrial ablation and oophorectomy to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): pathology test - on (B)(6) 2019: uterus cervix bilateral fallopian tube and ovaries cervix without diagnostic abnormality; endometrial scarinng no residual glandular endometrial identified; myometrium without diagnostic abnormality; unremarkable uterine serosa; benign bilateral ovaries without diagnostic abnormality; benign bilateral fallopian tube each containing an intraluminal essure coil. Ultrasound pelvis - on (B)(6) 2019: malposition of the right essure coil she was counseled regarding her opetion. Ultrasound scan - on (B)(6) 2017: status post ablation and essure tabd/tvp and 3d for fibroids a/heterogeneous uterus with a couple fibroids noted they measure 9x7x14x mm post/rt and 10x9x10mm the endometrium is irregular measuring 4.3 mm dut to ablation the essure coils are noted and appear in adeeuate position a few nabothian cysts are noted in the cervix. There is a 1.6 x1.4x1.7 cm simple cyst in the rov normal lov no free fluid. Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: malposition of the right essure coil. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-sep-2020: medical record received: new events added: malposition of the right essure coil and endometrial ablation patient history, lab data and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and oophorectomy outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-jul-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('device removal') and oophorectomy ('oophorectomy') in a female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and oophorectomy (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal and oophorectomy to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-feb-2020: new event medical device removal and oophorectomy was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.